Event description:
It was reported that while in the cardio cath lab the m.d. Followed the instructions for use; specifically vacuuming the intra-aortic balloon (iab) prior to insertion. The teflon sheath was inserted via the patient's left femoral artery. As the m.d. Was inserting the iab through the teflon sheath the m.d. Met resistance and as a result, the iab and teflon sheath were removed as one unit. There was no excessive bleeding and the m.d. Used the same insertion site for the replacement iab. There was no reported patient death or injury. There was a reported delay / interruption for the timeframe required to prep and insert the second iab. There were no patient complication and the outcome of the patient is described as "there was no harmful outcome to the patient." Additional information received on (B)(6) 2012 stated that the spring wire guide remained in the patient and was used for the second iab. The m.d. Does not know how many centimeters the iab was inserted into the sheath before becoming stuck.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.